Manufacturer narrative:
The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. H6 investigation conclusion code 22: the diamondback 360® peripheral orbital atherectomy system instructions for use manual states that distal embolization and vascular dissection are potential adverse events that may occur and/or require intervention with use of the system. Csi ID: (B)(4).

Event description:
A diamondback 360 peripheral orbital atherectomy device (oad) was used to treat a 90% stenosed, 6.00mm-diameter, 150.00mm-long, 290-degree arc calcified lesion in the right distal superficial femoral artery (sfa) and popliteal 1 via right femoral access. One low-speed, one medium-speed, and one high-speed treatments were performed. Percutaneous old balloon angioplasty (poba) and drug-coated balloon (dcb) treatment followed. No complications were observed following the atherectomy, poba and dcb treatment. Core lab angiographic imaging observed a type-b dissection in the treated lesion post final poba and post dcb treatment. The clinical event committee (cec) reviewed the images and concluded that the oad was possibly related to the type-b dissection. Additionally, the cec review found distal embolization that was related to the oad. No further information is available.

Manufacturer narrative:
Csi ID: (B)(4).

Event description:
Additional information received from the clinical event committee concluded that the post procedural vessel occlusion and re-stenosis may be related to the oad.